Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, screening, and temperature measurement test of the returned device were performed following bwi procedures. Visual inspection revealed reddish material and a hole on the surface of the pebax. The magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The device was connected to the pcb warmer for 1 hour, and during the test, the handle was not hot. A manufacturing record evaluation was performed for the finished device 31033808l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The issue with the handle being warm, as reported by the customer, could not be replicated during the product investigation. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. Initially, it was reported that the catheter contact force measurements were incorrect, displaying high all the time. The doctor also reported that the handle of the catheter was also hot. The catheter connection was changed, repeated the zero several times, and tried to exit the case and open it again; however, the same problem persisted. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. The force and handle issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-oct-2023, there was a reddish material and a hole in the surface of the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 13-oct-2023.